Event description:
Stent balloon burst. The report received indicated that during a percutaneous transluminal coronary angioplasty, the cypher stent was fully deployed at the first balloon inflation; however, during a second dilation attempt, the balloon burst at 20 atmospheres. Therefore, the physician removed the cypher delivery system without any difficulty and decided to use a high pressure (hp) balloon to conduct post-dilatation. The stent was touched up with the hp balloon, stent apposition was confirmed and the procedure was completed without adverse consequences to the patient. Further information indicated that the target vessel was the distal left anterior descending (lad); the lesion presented 90% stenosis. The contrast to saline ratio used during the cypher implant was 50:50.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds-stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.